Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece approximately 0.4010" x 0.0505" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. During use while the instrument is activated, blade damage may be detected by the generator with a solid tone or an error. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure. Additional observation(s) related to customer reported complaint: the instrument failed energy recognition. The instrument was connected to an in-house energy generator. The instrument failed the energy recognition test, and the instrument generated message " tighten assembly". Root cause is attributed to broken blade.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.